Event description:
It was reported that the insulin pump went into threshold suspend mode and that the customer experienced "crazy" sensor glucose readings compared with the blood glucose readings. The blood glucose reading was 174 mg/dl. The customer stated that the sensor glucose readings were 230 mg/dl, then 342 mg/dl. He also noted that the insulin pump experienced an unexpected re-initialization after insertion of the sensor. Advised the customer to change the orientation of the transmitter to reduce movement and to monitor. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.